Manufacturer narrative:
Customer report was confirmed. The ava was returned with a obturator broken off inside the valve housing. The threaded nut of the obturator was not returned. The catheter body also appears to have been cut in half 10.3cm proximal of the tip. Both sections were returned. This event was determined to be reportable following edwards standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
Procedure type: unk. According to the reporter: while inflating the balloon on the trocar, it broke. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Event description:
It was reported that the obturator "shears" when placing it in the ava after removing the catheter. This is not the obturator that comes with the kit but the hospital orders additional longer obturators for these occasions. As stated by customer, the obturator that comes in the kit is usually lost/misplaced. There were no patient complications.